Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of corrosion in the pcb expiratory channel connector was found. The quotation for replacement of the defective part was not accepted by the customer. The expiratory channel connector is a connector board including signal filters that is mounted in the expiratory cassette compartment. Expiratory channel connector will not affect ventilation, only expiratory flow measurement. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Our servo ventilators fulfill the standards of ip21. The exact circumstances of the source of the liquid and kind of liquid are unknown. The cause of the corrosion was determined as related with environmental conditions.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).